Manufacturer narrative:
Conclusion: no device failure.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00482, 00483, 00485.

Event description:
Allegedly removed during the revision of another component. Moderate activity level.